Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.. The manufacturer previously reported received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor and system board were replaced to address the issue. During the evaluation, the inlet air path assembly, tubing and removable air path foam were replaced as per field communication.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor and system board were replaced to address the issue.